Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. Additional device product code is hwc. (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation. Reporting facility address and phone number are not available for reporting. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during surgery to treat a supracondylar humeral fracture on (B)(6) 2016, while the surgeon was affixing the variable angle (va) locking compression plate, two va locking screws were not able to be locked and idled when the surgeon tried to drill in the variable angle mode. It was reported that the surgeon started the surgery in accordance with the technical guide. There was a ten minute surgical delay due to the reported event. There was no patient harm reported. This report is 1 of 3 for (B)(4).